Event description:
Pt had a PICC in 2002 . When it was time to be discontinued the line would only curve out part ways - it had a fibrin clot around the outside of the catheter and had to be surgically removed by doing a cut down in the or.